Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported "implant rupture and contracture". Later, healthcare professional reported "constant pain and pressure, with severe deformity, capsular contracture baker grade iii-IV" and cd30(-), cd45(-). Healthcare professional later reported "intact retropectoral implant without evidence of intra- or extracapsular ruptures", "single dystrophic calcifications in the fibrous capsule as an expression of chronic low-expression capsulitis" and "proliferative mastopathic plaques predominantly in the parareolar regions" confirmed via ultrasound. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Clarification to partial date of occurrence b3: "1-2 years ago" was provided.

Event description:
Healthcare professional reported "implant rupture and contracture". Later, healthcare professional reported "constant pain and pressure, with severe deformity, capsular contracture baker grade iii-IV" and cd30(-), cd45(-). Healthcare professional later reported "intact retropectoral implant without evidence of intra- or extracapsular ruptures", "single dystrophic calcifications in the fibrous capsule as an expression of chronic low-expression capsulitis" and "proliferative mastopathic plaques predominantly in the parareolar regions" confirmed via ultrasound. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Cyst(s): unable to observe as it is not related to the manufacturing process. Calcification: not observed. As per the investigation procedure, deformation, wear abarsion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant rupture and contracture". Later, healthcare professional reported "constant pain and pressure, with severe deformity, capsular contracture baker grade iii-IV" and cd30(-), cd45(-). Healthcare professional later reported "intact retropectoral implant without evidence of intra- or extracapsular ruptures", "single dystrophic calcifications in the fibrous capsule as an expression of chronic low-expression capsulitis" and "proliferative mastopathic plaques predominantly in the parareolar regions" confirmed via ultrasound. This record is for the right side. Device has been explanted.